Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a dislodged component on the I/o printed circuit board. The failed I/o printed circuit board was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there wa no pt involvement.